Event description:
The complainant reported the patient was on impella 5.5 support. While on support, the automated impella controller (aic) displayed a controller error (yellow alarm). A different aic was used and no patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) controller alarm yellow has been completed. Data logs were reviewed which showed right as pump was starting up, the user got a controller 1045 opm communication error. After the pump is removed to switch to a different console, there was a 1035 error that causes an optical bench reset followed by another controller error but this time for opc communication stopping. The console was returned and the failure mode was reproduced as a 1035 error was received while logs were being downloaded. After opening the device, the ribbon cable between the 4-in-1 and optical bench was found to be slightly unplugged on the 4-in-1. After plugging it in fully, the controller error resolved and did not return. The cause of the controller errors due to opm communication was an unplugged ribbon cable between the optical bench and the 4-in-1.